Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported ¿mammary capsular contracture with secondary ptosis¿ and ¿axillary supernumerary breasts¿ and "surgery occurred due to diatasis of the rectus abdominis muscle.¿ the device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient later reported that the device implanted is non-allergan device.